Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of cloudy effluent, abdominal pain and low fever in a patient coincident with dianeal pd4 and extraneal therapies for end stage renal disease (esrd). Pd therapy continued unchanged. On (B)(6) 2012, the patient was urgently hospitalized for cloudy effluent, abdominal pain, and a low fever. Capd treatment wasn't stopped. Severity of events was classified by the physician as mild. On an unknown date, remedial treatment with cifran (ciprofloxacin) 250mg two times po and cefazolin 1000mg one time, route unknown for the cloudy effluent was initiated. As of the time of this report, the patient remained hospitalized. The root cause according to the reporter is unknown but symptoms could be in connection with administered extraneal solution. The patient had not recovered at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Follow-up information was received from the consumer. On an unreported date, the patient reported leaking bag. On an unreported date, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The event of peritonitis occured more than two days after the leaking bags. The patient recovered from this peritonitis event.